Event description:
A (B)(6) customer contacted customer service for help with his contour meter. He alleged that his meter was reading in mg/dl instead of mmol/l. The meter was purchased in (B)(6) and was correctly configured for (B)(6). It's not known how the units of measure were changed to mg/dl. No adverse events were alleged. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.